Event description:
It was reported that approximately 43 months after a left total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, loose femoral component, synovitis, osteolysis, pain, and instability. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: (B)(6), 02-012-41-2020 - logic tibia traptray cem sz 2f/2t, (B)(6), 02-020-11-0220 - truliant ps cem fem ps cem left sz 2, (B)(6), 200-02-29 - three peg patella 29mm. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect clinical codes.